Event description:
Customer complains of a rupture in the dialyzer at the beginning of the treatment. The blood loss was approx 50 to 150 ml. There was no medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. For the lot involved in this complaint, we received in addition other complaints. All complaints came from the same clinic in another country. None of the complaints happened during the first use of the dialyzer. The clinic cannot provide info that allows to reproduce the failure, as the problem does not exist anymore.